Event description:
She took a blood glucose reading and received a result of 37 mg/dl. She retested within a few minutes and received a result of 206 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did adjust her medication, but did not allege any adverse events. The meter and strips are to be returned for evaluation, and a replacement meter and strips will be sent.